Event description:
During a pta treatment procedure, the symmetry balloon became stuck with this platinum plus guidewire. The lesion being treated was a calcified, 99% stenotic lesion in an a-v shunt. The physician used a 5fr medikit introducer sheath for vascular access. The balloon and the wire were removed as a unit and replaced with a gt wire to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as 'good.'